Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will need replaced to address the issue. There was some corrosion found on the communication connector and will replace interface board to address the issue. Additionally, the front and rare enclosures, the handle, oxygen blending module housing were cracked. The detachable battery cable needs upgraded as well.